Event description:
Additional information noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the limb ischemia was most likely the condition/size of the patient vessel. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during impella support the patient developed limb ischemia. To treat the issue, a reverse insertion from the ECMO circuit was performed. No further information was provided.